Event description:
It was reported that the device was found in back-up vvi mode and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported back-up mode and no communication were confirmed in the laboratory and were due to a power on reset. The device was tested using the automated test equipment system and met test specifications. The cause of the por was an intermitent connection within the high voltage circuitry.